Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent was advanced to a tight target lesion, however, the device was unable to cross the lesion. The physician then removed the device and upon inspection, it was noted that one of the stent struts was flared. The procedure was completer with a shorter promus premier¿ stent. No patient complications were reported and the patient's status was stable.